Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump and provided instructions for storing the faulty pump and returning it with a pre-paid label. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.